Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 9/01/25, the AED attempted to alert the user by flashing its red asi and chirping based on the results of a self test. The AED continued to flash and chirp until (B)(6) 2026 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.